Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the advance ii insert dissociating from the tibial base.

Manufacturer narrative:
No further information was received for this event.